Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Due to the lack of information provided (no customer/site or product details), limited investigation could be performed. A review of the site's complaint history could not be performed as the site/customer information was not provided. A review of the instrument log could not be performed due to insufficient product information. No image or video clip for the reported event was submitted for review. Based on the information available about this event, this complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the fenestrated bipolar forceps broke off and fell inside the patient. The instrument was immediately removed and the surgeon was able to retrieve the broken piece with no harm. The instrument was inspected prior to use. No follow-up for additional information could be performed as no customer/site information was provided.